Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates (if available), expiration dates and UDI numbers: ifuse implant, p/n 7050-90, lot# i0919, manufactured 01/27/14, expires 2019-01, (B)(4); ifuse implant, p/n 7040-90, lot# i0895, manufactured 02/03/14, expires 2019-02, (B)(4); ifuse implant, p/n 7040-90, lot# i0895, manufactured 02/03/14, expires 2019-02, (B)(4).

Event description:
In (B)(6) 2014, the patient underwent a left side si joint arthrodesis where three implants were placed. The patient had pain relief following the surgery but later complained of returning pain. The surgeon decided to remove the implants to address the patient's pain complaints even though the implants were in optimal positions. In (B)(6) 2016, the surgeon performed a revision surgery where he removed the superior and inferior positioned implants. It took considerable effort to remove them with a mallet as they were solidly fixed in bone. He tried to remove the middle implant but was unable to remove it as it too was solidly fixed in bone and so he decided to leave it in place. The explant holes were not filled with bone graft. The status of the patient following the revision surgery is not yet known.